Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not giving enough insulin to the customer, and they had to take manual injection to treat high blood glucose level. Customer¿s blood glucose level was 299 mg/dl. Customer reported drive support cap was normal. Customer previously completed troubleshooting and insulin was exited. Customer also reported site issue and it was not bleeding during call. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.